Event description:
It was reported that the patient experienced pain at the implant site during recharge sessions. It was noted that the pain lasted for a while after the charging session was terminated. It was noted that the patient started noticing a couple of weeks prior to report ¿after thanksgiving¿ and after her battery replacement surgery on (B)(6) 2013. It was noted that the patient has had no falls or traumas. It was noted that the patient had noticed worse symptoms since the device was put in. It was noted that the patient felt ¿off¿ a lot more and was worse while ¿off.¿ it was noted that the patient kept her deep brain stimulation (dbs) on all of the time. It was noted that the patient thought at first that she might be having a heart attack but had ekgs to rule that out. It was noted that the patient had her system checked by her health care professional (hcp) and that everything seemed to be in place and working in order. It was noted that the patient noticed heating during recharging on the day of report. Additional information received reported that the event was caused by heating during charging of the rechargeable implant. It was reported that the skin at the ipg (implantable pulse generator) site got warm at the charging site during the ¿first few charges¿. It was reported that the patient had no injury. It was stated that the symptoms had resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v844032, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v844032, implanted: (B)(6) 2011, product type: lead. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).